Event description:
In (B)(6) 2007, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (pd). On an unreported date in 2010, the patient experienced bacterial peritonitis. It was not reported whether the patient received any treatment or whether dianeal pd2 ultrabag therapy was ongoing. The cause of the peritonitis was unknown. On an unreported date in 2010, the patient recovered from the peritonitis with culture positive for pseudomonas aeruginosa. The nurse stated that the peritonitis with culture positive for pseudomonas aeruginosa was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.